Event description:
No new information.

Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The surgeon stated that no screw fracture or metal object was placed during their surgery and that any retained screw fragment likely originated from a prior surgery in 2012, though this could not be confirmed due to dense synthetic bone on imaging. As the fragment predates the stryker implant surgery and no further implant details from 2012 are available, the complaint was classified as feedback. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
A remaining screw fragement on lower right retained due to placement of prosthetic.